Manufacturer narrative:
The customer did not respond to requests for additional information. If further information is obtained, this complaint will be reopened.

Event description:
The customer reported that the touchscreen is erratic when making changes. The ventilator was being set up for use when the issue was found. No patient or user harm was reported. The customer states he ordered touchscreen for repair but not sure if part is right for the problem occurring. Touchscreen is very erratic when making changes, and not able to calibrate. The remote service engineer (rse) advised customer to try replacing touchscreen first. If problem persists, then he can continue with further troubleshooting.